Manufacturer narrative:
It is not clear if the device is available for investigation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point, the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Unclear if the device was revised.

Event description:
Surgeon reported that after exposure to the (B)(4), the patient's valve began to malfunction. A shuntogram was performed and confirmed flow and that the pressure setting had not changed. It is not clear if the device has been revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the distal connector and silicone housing was damaged. It is not clear how the damage occurred, however since it was not reported in the initial event description, it could be likely that the device was damaged during the ex-plant of the device. This however could not be confirmed. The valve was subjected to various other tests. The results of the tests indicated that the device failed programming, an occlusion was found at the inlet under the ruby ball. However, when the device was irrigated again the flow was normal. The device was tested once again for programming and it passed. It was also noted that biological debris was seen throughout the device. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Additionally, listed in the instructions for use it warns that common magnets greater than 80 gauss, may affect the valve setting when placed close to the valve. Thus the ipad device mentioned above may have potentially altered the valve setting when placed near the implanted valve since the magnetic field strengths can be greater than 80 gauss. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). A follow-up is generated because "adverse event/product problem" on the medwatch was not filled out.

Event description:
Surgeon reported that: "I am sending you the explant valve from a patient who was exposed to the (B)(6). His valve began to malfunction despite the setting still reading 120 by x-ray. A shuntogram allowed me to clear the valve, and the pressure was not changed. I would like to test the valve to see if it is functioning properly. Though you probably already have seen the letter from medtronics I'm including in this package. I have not changed the pressure on the valve since it was explanted. Intra-operatively, I did test the valve on the manometer. The pressure closed at approximately 950. Kindly follow-up with me and let me know what you find. I am starting to tell my shunt patients to be careful with the (B)(6)". (B)(4).